Manufacturer narrative:
Based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that the breakaway washer was fully cut. As it was stated in the rep's explanation that the dr. Could not break the washer, it could not be determined if the breakaway washer was cut during or after surgery. The instrument was reloaded and fired. It fired and formed staples as designed around the entire staple ring with no difficulties noted. Additionally, the breakway washer was completely cut. The incident that occurred during surgery could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
The device was used during a gastrectomy, it was reported by the rep malformed staples. (Dr found that he could not brake a washer.) Dr. Excised the tissue and reanastomosed iwth another stapler.